Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was unable to increase the intensity, they were only able to decrease intensity. It was reported that there were no external factors that may have led or contributed to the issue. It was reported that an impedance check was done today ((B)(6) 2018) and contact 13 was high at 40,000 ohms. It was reported that all other contacts were between 950 and 1330. Reprogramming was done to not include contact 13. It was reported that the issue was resolved. It was then indicated that at the issue was resolved at the time of reprogramming at 3pm today, but the patient called back at 6:30 pm and stated that they were not able to increase the intensity again. No surgical intervention occurred or was planned. The event occurred on 2018-04-10. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a representative on (B)(6) 2018 reporting that the cause was unknown and the issue was not yet resolved. No further complications were reported/anticipated.